Manufacturer narrative:
Medtronic received additional information was received that the explanted valve was a mechanical valve, implanted seven years and eleven months and was replaced with a bioprosthetic valve. The reason for the replacement was due to severe aortic insufficiency and severe paravalvular leak (pvl) as a result of endocarditis. Blood cultures showed enterococcus. There was normal valve leaflet motion. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that ten years post implant of this bioprosthetic valve, the valve was explanted and replaced with another bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.